Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer on (B)(6) at 1145, that the primary line fluid was being pulled, despite setting the pump as a secondary medication (chemo) to be infused. The primary pump tubing (non filtered) contained 500ml normal saline and the secondary tubing had a rituximab (chemo) 250ml bag set to run at a rate of 144ml/hr. The medication was hung, rate programmed and initially it appeared that the infusion was working correctly. After 30 minutes into the infusion, 72 ml should have been infused but it appeared that the secondary medication bag was still full. The primary line bag of normal saline appeared to have been back priming into the secondary medication line. Fluid was pulling from the primary line (despite being lowered on 2 hangers and pump set correctly). The rn then clamped the primary fluid line and re-programmed to infuse the secondary medication at programmed rate. The infusion had been through a peripheral IV 24g nexiva. There was patient involvement but no harm.